Manufacturer narrative:
The insulin pump had no button error alarm. However, the unit had no button response due to moisture damage on the keypad traces. The unit had minor scratched display window, cracked case at display window corner, cracked battery tube thread, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 205 mg/dl. Troubleshooting was performed. The device was returned for analysis.